Event description:
A health care professional reported that five year old suspect devices gave low results, causing infants to be treated inappropriately. The reporter did not wish to troubleshoot or provide further information. The reporter requested replacement devices. The reporter also indicated that battery voltages were decreasing even though batteries were taken in and out of the device.